Event description:
A site reported that a patient disconnected himself from the fm monitor. The patient was found at approximately 7:20 pm and had expired.

Manufacturer narrative:
Ge healthcare's investigation of the monitor logs and trend data confirms that the patient was continuously monitored from 10:22 am on (B)(6) 2010 until 6:43 pm that evening. The monitor alarmed for "leads off" at 6:43:04 pm and the user silenced the alarms by pressing the "silence alarms" direct key, twice. The first time the key is pressed, the alarm is silenced for two minutes, and the second time acknowledges the alarm. The investigation concludes that the system operated as designed.